Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the thermal damage was first observed intraoperatively, and sparks were observed in the procedure. The reporter did not know what surgical task was being performed when the arcing event occurred. A cadiere and fenestrated bipolar forceps were used when the arcing event occurred, and the arcing appeared to have originated from the maryland bipolar forceps instrument. There was no injury to the patient and the patient has not returned the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was inspected prior to use. The reporter could not answer what the surgeon believes caused the thermal damage, arcing event, or if the instrument collided with another energy instrument. After the instrument arced, the instrument got burned. No patient demographic information was provided.